Event description:
It was reported that, upon interrogation, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. Engineering analysis of device data confirmed that this was due to premature battery depletion (pbd). Technical services (ts) recommended a chest x-ray to verify device placement and then device replacement. It was also noted that the system impedance had gradually risen from around 70 ohms to 130 ohms. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted due to the aforementioned bd code. No replacement was placed at the physician's discretion because of improved patient cardiac function. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation. Z-0936-2021 upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that, upon interrogation, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. Engineering analysis of device data confirmed that this was due to premature battery depletion (pbd). Technical services (ts) recommended a chest x-ray to verify device placement and then device replacement. It was also noted that the system impedance had gradually risen from around 70 ohms to 130 ohms. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that, upon interrogation, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. Engineering analysis of device data confirmed that this was due to premature battery depletion (pbd). Technical services (ts) recommended a chest x-ray to verify device placement and then device replacement. It was also noted that the system impedance had gradually risen from around 70 ohms to 130 ohms. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted due to the aforementioned bd code. No replacement was placed at the physician's discretion because of improved patient cardiac function. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Event description:
It was reported that, upon interrogation, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. Engineering analysis of device data confirmed that this was due to premature battery depletion (pbd). Technical services (ts) recommended a chest x-ray to verify device placement and then device replacement. It was also noted that the system impedance had gradually risen from around 70 ohms to 130 ohms. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted due to the aforementioned bd code. No replacement was placed at the physician's discretion because of improved patient cardiac function. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.